Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while the product was being taken out of the box, a nick was noticed on the venous inlet port of the reservoir. *no patient involvement as this occurred out of box

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 13, 2018. (B)(4). The returned sample was visually inspected and it was confirmed to contain damage to the curved venous inlet connector. A retention sample from the affected product code and lot number combination was visually inspected, and a similar anomaly to the reported event was noted on the curved venous inlet connector. It is likely that the reported damaged occurred by a shock force at some point during the handling/manufacturing of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.